Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support.

Event description:
The surgery center reported that a laser vision correction patient experienced ectasia on left eye (os) at a 2 year post op exam. The date of discovery of ectasia was on (B)(6) 2016 and the initial lasik treatment was on (B)(6) 2014. The surgery center indicated the patient had come in for an enhancement evaluation and stated visual acuity on left eye had decreased over the last year. The pentacams and the orbscan were positive for ectasia. The patient¿s chief complaint was of irregular astigmatism. The patient commented on left eye was blurry over the last year and that the initial lasik procedure, the visual acuity was never acceptable. Patient was concerned about status of left eye and if the symptoms of the left eye would resolve. The patient has experienced loss of best corrected visual acuity as left eye was at 20/60. Bcva from (B)(4) 2013: right eye: pre-op 20/20 -4.50 x -.75 x 103; left eye: pre-op 20/25 -4.00 x -1.25 x 97. Bcva from (B)(6) 2016: right eye: post-op 20/20 -.25 x -.50 x 110; left eye: post-op 20/60 -.50 x -2.75 x 110.